Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received shock s from their implantable cardioverter defibrillator (ICD) and/or the right ventricular (rv) lead. The device was reprogrammed and remains in use with the lead. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.